Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with muscle stimulation of the upper-chest. Upon interrogation, it was revealed that the patient's heart rate was stuck at 60 beats per minute and their atrial lead exhibited poor sensing and failed to capture due to lead dislodgement. Programming changes temporarily mitigated the muscle stimulation until the lead was explanted and replaced. The patient was stable.